Event description:
Aspen surgical received a report from the distributor indicating that a dr fog sponge was discovered with a sealing issue. The item was not in use. No injury/death was reported. Customer reported the issue for multiple lot numbers. Lot numbers and their respective complaint numbers are as follows: (B)(4) lot 263443. (B)(4) lot 264490. (B)(4) lot 267806.

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was returned for evaluation. The manufacturing lot numbers were provided for review. Photographic evidence was provided for review as well. The distributor indicated that the defects were found during incoming inspection. A review of the photos and samples confirmed the issue from the distributor. Analysis of the finished good lot numbers were reviewed. No non-conformance's were noted during the manufacturing process. According to the manufacturing process, these parts are manually loaded into recessed pockets on a packaging machine per specified work instructions. If incorrectly loaded or not orientated properly, the product interferes with the sealing process. Therefore a likely root cause for the defect may be attributed to an operator error. The IFU which is received with the product, along with the pouch label, identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Additionally, production supervisors and operations were notified of this issue. Based on this information, no further action is required.